Manufacturer narrative:
No patient information was provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported that a specific sample barcode uses the prefix kn and prism is converting to 69, when processing on the prism 6. This change requires the lis to reject results and require manual result reporting in lis. No impact to patient management was reported.

Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, troubleshooting, a search for similar complaints, and a 12 month review of quality data. Troubleshooting identified the issue appears to be driven by the client sample bar code labels and not the prism barcode reader itself. There have been no other issues with the prism barcode reader performance at the customer site. Results of the troubleshooting indicated that there is not a single configuration/setting that will allow the prism barcode reader to correctly read/decode all of the sample bar code label types in use at the site simultaneously. The issue is not associated with the label print quality. No increased complaint activity was found and no other complaints were reported for this issue. No adverse trends or systemic issues were identified. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.